Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report. The explant date is estimated.

Event description:
It was reported that the patient was not getting adequate therapy. Multiple reprogramming was attempted without success. Diagnostics showed high impedance on several contacts. As a result, the lead was explanted sometime in 2016.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.